Event description:
It was reported the patient experienced pain at the drg ipg pocket site. Reportedly, if the patient turned the generator off the pain would stop. Consequently, surgical intervention was taken and the generator was moved to another pocket site. The surgical intervention addressed the pocket pain and the patient was reportedly doing well postoperatively.